Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing needle did not retract. The following information was provided by the initial reporter: insyte autogaurd needle not retracting. Customer response on 23-apr-2025. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Thankfully there were no adverse events. We had 4 reports of the needles not retracting when pressing the button. Thankfully the staff was able to safely navigate and dispose of the needles without adverse events to patients or staff.

Event description:
No additional information was provided.

Manufacturer narrative:
The complaint of retraction issues with the insyte autoguard needle was confirmed and the cause appeared to be manufacturing related. Unused representative 24g insyte autoguard units were provided for investigation. A functional test revealed that the retraction time of some units exceeded the specification. The appropriate manufacturing personnel were notified of this complaint. A trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.